Manufacturer narrative:
The complainant indicated that the device will not be returned for eval as it is currently implanted and has not been replaced yet; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: the date of event is unk. It was reported to boston scientific corporation that an endovive low profile balloon replacement was used during an enteral feeding tube replacement the exact procedure date is not known; however, it was in (B)(6) of 2009. According to the complainant, post procedure, the device leaked at the connection point where the feeding tube attaches to the button. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good/stable.